Event description:
Periodic review of items removed from reusable instrument trays during re-processing was completed. Review showed that one tibial impactor tip had broken at the point where the ip connects to the impactor handle.

Manufacturer narrative:
Periodic review of items removed from reusable instrument trays during re-processing was completed. Review showed that one tibial impactor tip had broken at the point where the tip connects to the impactor handle. Impaction marks were observed on one side of the base indicating that impaction force may have been applied at an angle. There is no indication that a surgery was adversely impacted. Review of inspection records for the affected lot of material indicates that the device was manufactured to specification.